Event description:
In 2003, pt's one touch basic enhanced meter would not power on. Patient described feeling weak and light headed during the time of concern. Patient was unable or unwilling to indicate if they attempted to test while experiencing symptoms. Paitent did not have another meter to test with during the time of concern. Patient reported that they were sent to the hosptial due to their symptoms. Patient was treated with glucose at the hospital. There is no evidence that meter contributed to an adverse event, since the patient was unable to indicate if they tested during the time of concern. Medical affairs specialist mailed letter, since the patient could not be reached. The customer service representative confirmed that the battery contacts were in good condition, batteries were correctly installed, and that the battery was replaced less than 1 year ago. Patient's meter was replaced due to an unresolved power issue.